Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to extreme heat. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. A manual injection was administered to address elevated bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).